Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed and found a couple stored episodes in which there was noise that was being oversensed resulting in two non-isolated inappropriate shocks. Ts noted it was there was double counting that occurred with t wave changes. Ts discussed troubleshooting options and to consider a chest x-ray. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed and found a couple stored episodes in which there was noise that was being oversensed resulting in two non-isolated inappropriate shocks. Ts noted it was there was double counting that occurred with t wave changes. Ts discussed troubleshooting options and to consider a chest x-ray. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received which reported troubleshooting was performed and the device failed in primary and secondary when in supine. When the patient was sitting up, the device failed in secondary. An x-ray was performed and was suboptimal and was found to be super left sternal. It was recommended to turn the smart pass feature off and try tachy counters later. At this time, the system remains in service. No adverse patient effects were reported.